Event description:
Boston scientific crm received information that during a recent interrogation of this device, it was noted that the egm showed some evidence of noise which led to several seconds of pacing inhibition. The patient has a continuous positive airway pressure (CPAP) machine that may have caused some electromagnetic interference. This patient also has episodes of ventricular tachycardia as well as intermittent heart block. Bsc technical services (ts) was consulted and suggested changing the programming of the device to voor which would prevent the oversensing that was seen. The patient had been feeling lightheaded, so a holter monitor was prescribed for 24 hours, which showed no pauses in pacing or any other issues. The patient is feeling better since the device was reprogrammed and will continue to be monitored. To date, there have been no additional adverse patient effects reported.

Manufacturer narrative:
Our post market quality assurance laboratory found that the device paced and sensed normally, communicated appropriately with the programmer and passed all manual electrical measurements. Based in this, our analysis concluded that this device exhibited normal function during testing.